Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. The upper out of range limit was increased and the physician will continue to monitor. This ICD system remains in service. No adverse patient effects were reported.